Manufacturer narrative:
It was later indicated by the reporter that as of 25/feb/2020 "the patient's pigment dispersion has improved but has not fully healed. The patient's vision has improved since the procedure overall though" claim#: (B)(4).

Manufacturer narrative:
The reporter indicated the lens was implanted in the patient's left eye (os). The patient experienced glare/halos and blurred vision. A yag was performed to enlarge the pis. Cause of the event was unknown/other (pi's wide enough needs smaller lens) . The patient's post-op condition was some pigment dispersion. Device evaluation: the lens was returned in liquid in a contact case, with debris on the lens. Visual inspection found no visible damage to the lens. Patient code: 3191 - secondary surgical intervention, yag performed to enlarge pis. Patient code: 3191 - pigment dispersion. Claim # (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 7.00/+3.0/092 (sphere/cylinder/axis), in the patient's eye on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to high intraocular pressure (iop) and excessive vaulting. There was no patient injury. The lens was not replaced with another lens at this time. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.